Event description:
The lay user / patient contacted lifescan (lfs) on (B)(6) 2012 alleging inaccurate results with their one touch ultra 2 meter. This (B)(4) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The complaint was classified based on the initial call. The patient mentioned that she was comparing her meter readings to her feelings. She had obtained a result of 83 mg/dl and 77 mg/dl on her lifescan (lfs) meter and approximately 15 minutes later she felt dizzy, shaky and weak. She self-treated with more food/drink and did not seek any further medical attention or contact her physician for assistance. She was not tested on another device. It was noted that the patient does not take any diabetes medication. A quality control test was not done since the patient did not have any control solution. The test strips were in good condition and not expired. The product was replaced and requested back. The complaint is being reported since the patient alleged that due to the alleged readings of 83 and 77 mg/dl, she later developed symptoms suggestive of a serious injury and had to self-treat with food/drink.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510 (k) # is k053529.